Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and found the monitor to be distorted. The stm tapped the side of the monitor with a screw driver and the display returned to normal. The stm opened up the monitor and reseated and cleaned all the connectors inside. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The stm ran the iabp unit for five (5) days on a system trainer and test balloon without any further issues. The iabp was released to customer and cleared for clinical use.

Event description:
It was reported that the monitor screen of the cs300 intra-aortic balloon pump (iabp) was flickering. The iabp unit was swapped out. It is unknown under which circumstances the event occurred, however, there was no patient involvement and no adverse event was reported.

Event description:
It was reported that the monitor screen of the cs300 intra-aortic balloon pump (iabp) was flickering. The iabp unit was swapped out. It is unknown under which circumstances the event occurred, however, there was no patient involvement and no adverse event was reported.